Event description:
Approximately two months after treatment with bovine collagen the patient presented with signs and symptoms of hypersensitivity at the treatment sites. Physician administered intralesional kenalog and "linocin.